Event description:
It was reported by a physican that he noticed a whitish residue attached to the intraocular lens after implantation. The residue is causing the patient's visual acuity to decrease because of the formation of a white membrane on the lens. There is inflammation because of this. Further, the doctor reported trying to remove the white residue with yag but it did not work; date of the yag procedure was not provided. The lens remains implanted to date. No further information was provided.

Manufacturer narrative:
(B)(4). Reason for non-evaluation: to date the intraocular lens remains implanted. The manufacturer's medical monitor reviewed the slit lamp photos provided by the surgeon. The findings noted were clearly a fibrotic reaction localized to the anterior aspect of the lens. There did not appear to be a significant anterior chamber reaction and no hypopyon noted. All pertinent information that was made available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.